Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the patient's anatomy was not considered challenging, and no patient-related factors contributed to the event. Additionally, no procedural factors were identified as contributing to the occurrence.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. B5: describe event or problem: updated to include new information obtained. D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.